Manufacturer narrative:
Update to b5 and d9. Correction to h6: device code and type of investigation.

Event description:
The device was returned for examination. The returned 26mm commander delivery system was received with the loader cap inserted over the flex shaft. A 14 fr esheath plus was partially inserted over the flex shaft, and a guidewire was returned inserted through the guidewire lumen. A non-edwards stopcock was attached to the balloon port. Radial and longitudinal balloon burst were observed. Portions of the inflation balloon were not returned, and balloon fragments were noted to be missing. The balloon wings were observed to be flared outward.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the balloon burst during deployment. It was further reported that the sheath seam split, the wire and part of the balloon were outside the sheath, and the system could not be withdrawn. The delivery system and esheath were therefore removed as a single unit, and the physician cut the sheath open to verify that all balloon components were captured, confirming no balloon material remained in the patient. The patient remained in stable condition following the event. The perceived root cause, as reported, was heavy calcium in the sinotubular junction (stj) interacting with the proximal shoulder of the balloon at full inflation.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Dimensional testing found that the inflation balloon single wall thickness was measured along the edges of the burst location and was within specifications. Due to the nature of this complaint, no applicable functional testing was performed on the returned device. The review of the 3mensio found that calcification was present in the patient landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a balloon burst was confirmed based on provided imagery and returned device evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in patient landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of balloon separation was confirmed based on returned device evaluation. Available information suggests procedural factors (device manipulation) may have contributed to the complaint event. Additional pull force/ device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.